Event description:
The patient was admitted with complaints of high fevers, rigors, and chills. He was started on antibiotics. Sputum culture results were positive for haemophilus influenzae and beta lactamase. The patient's situation was improving. He suddenly had acute neurologic changes consistent with a stroke. The patient was taken in his hospital bed from the nursing unit to the ICU and had a stat CT scan and neurology consult. The patient was appropriate for tissue plasminogen activator, tpa, treatment and the dose was calculated according to the weights from his bed scale measured at 86.1 kg. There was some improvement noted for a short period of time; then the patient had neurologic deterioration with vomiting and bloody stool. He was intubated emergently and taken to CT on the hospital bed. The CT indicated multifocal areas of bleeding. The patient was transferred to an ICU bed when he returned from CT. The ICU bed weight was 58.1 kg. Neurosurgery saw the patient in consultation and recommended comfort care. The patient's situation did not change he was taken off the ventilator by palliative care service and he died shortly after.the beds are zeroed out prior to occupation by the patients. The floor bed was examined and found that the zero function and the pound to kilogram functions did not work. It is possible that the bed was not zeroed prior to the patient occupying the bed. Weights taken on the floor were 83.6, 82.7, and 86.1 on consecutive days. Further inspection found a pin that wasn't connected to a socket in the foot board. Once the pin was connected the bed weight functions worked properly. Foot boards are often removed to add extensions to the bed.